Event description:
It was reported that prior to implant procedure, the battery bar was gray with pre-implant indication. The gray bar was still present after more than 48 hours in room temperature. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.